Event description:
During the procedure, the patient developed a pneumothorax. The procedure was completed successfully. A chest tube was placed, and the patient remained stable. No device-related issues were reported.